Manufacturer narrative:
The mlx xenon lightsource service loaner (00mlxssrl) was returned for evaluation: the device history record (DHR) was reviewed and shows no abnormalities related to the reported issue. Failure analysis: the mlx xenon lightsource service loaner was returned in used condition without a power cord, as a stand-alone mlx. Evaluation identified that the fiberoptic cable could not insert in the storz insert and the front bezel was melted. The turret, front bezel, and one side panel clip were replaced to correct this issue. Root cause analysis: it was determined that this issue was most likely due to overheating of particulate inside the unit caused by improper cleaning of the storz port. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
During preventive maintenance of the service loaner/mlx xenon lightsource (00mlx), the integra service technician discovered that the fiberoptic cable could not be inserted in the storz. Additionally, it was noted that the front bezel was melted. There was no reported patient incident/injury.